Event description:
It was reported to medtronic neurosurgery that a patient's mother stated in a (B)(6) comment that her daughter's first strata valve had malfunctioned. She also stated that her daughter's second strata valve has been functioning fine for over a year.

Manufacturer narrative:
The product was not returned. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided.